Manufacturer narrative:
Of the 5 allegations of a malfunction, 3 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to a battery compartment crack and damaged battery cap. This report is processed under exemption (B)(4). This MDR report is part of the (B)(4) program.

Event description:
This report summarizes 5 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power - power issue. These reports were received from various sources. The patients associated with this allegation range from 21-69 years of age and between 105 and 160 pounds. Of the reported patients, were male, 5 were female, and 0 were unknown.